Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose of 490 mg/dl. She stated she woke up, vomited, drank a lot of water, and napped. Customer stated she adjusted and her blood glucose was 485 mg/dl and she treated with manual injection. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for presence of leaks or air bubbles in the tubing and reservoir, as well as site or insulin issues, or settings. Customer did not have a tubing clamp with which to perform high pressure test. She was advised a tubing clamp would be sent out. On july 1, 2015, the customer called back, having received the tubing clamp. The high pressure test was performed and the device passed. Customer stated she should contact her doctor. Her blood glucose was 188 mg/dl.